Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and phrenic nerve stimulation following a cardioversion procedure for atrial fibrillation (af). A chest x-ray was obtained indicating the lead had dislodged. The device was then reprogrammed to vvi 50 and the patient referred to their implanting surgeon for a potential atrial lead revision. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.